Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 250 mg/dl. Customer was asleep when the alarm woke her up. Caller was assisted in performing a 5.0u fixed prime and stated that the insulin did exit. Caller stated that the cannula was bent and it was explained that the set may have been occluded. Caller was advised to change the entire infusion set and return the set for analysis. Customer has been nauseous for the past 2 days. Customer's blood glucose was up to 400 mg/dl. Customer had 2 bent cannulas and 6 other bent cannula incidents. Customer was advised to take a manual injection. Customer had to go through different sets to get it without a bent cannula. Customer's blood glucose was now 230 mg/dl and she was using a new set.